Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." The treating doctor shared that the potential root cause could have been the acceleration of a pre-existing periapical lesion associated with aligner use. Align's clinical review that tooth 4.6 had a pre-existing radiolucent periapical lesion prior to aligner therapy, an inadequate endodontic treatment described as short, a large coronal restoration, and vertical bone loss defects on both mesial and distal aspects. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported disability or permanent damage. Based on the available information, the patient had disability or permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had symptoms of tooth loss of tooth 4.6, fistula formation, and grade I tooth mobility. The patient indicated being prescribed clavulin (amoxicillin/clavulanic acid) to alleviate the reported symptoms following the extraction. It is unknown if any clinical or laboratory tests were performed. The patient is continuing treatment with the invisalign system and is currently asymptomatic.